Event description:
It was reported that the patient was seeing the manufacturer representative today in clinic, the patient had a 50% loss of therapy effect that started about 3-4 weeks ago after her last visit, and the patient was in severe pain today. It was noted that there had been no changes during the previous visit and were checking the device information. The device battery life was okay, the charge level was at 3.795 v, and the patient had the following programming: a1 (2+3-), 10.5v, 450us, 60hz; a2 (8+9+10-11+), 10.5v, 450; a3( 0+1-2+), 5.9v, 450us; a4 (0+1+2+3+8+9-10-11-); a1 = 631 ohms,a2=403, a3=534, a4=175 ohms. It was indicated that the patient used a lot of energy in her programming. The patient had not seen any oor (out of range) on the patient programmer. It was noted that the clock was reset today, but there was no evidence of a por (power on reset). There had been no falls or changes, the therapy was not as strong as it was 3-4 weeks ago, and the patient did have some positional sensitivity to stimulation. The patient was not using scheduled therapy, had had lots of reprogramming in the past, and it was noted that the representative might try wiping out the programming and reprogramming to see if that worked.- it was reported that the patient had not felt the same power output. Healthcare professional (hcp) had not changed the patient¿s settings. Patient was unable to straighten up or lift her hands over her head before when the stimulation was on due to it being more positional and would get too strong in those positions. Impedances were tested and within normal ranges. It was noted that the implantable neurostimulator (ins) clock was about 5 hours ahead of the clinician programmer clock, both were reset. It was further noted that re-setting the electrode configuration and re-programming the electrode configurations did not help; patient still was unable to feel the intensity as it was prior visit to clinic. Additional information received reported that the programming was wiped out and all parameters were reprogrammed and that did not seem to make much difference. It was noted that the physician stated that the patient¿s pain condition may have worsened and may be part of the issue. It was noted that all programed were tested individually to see where stimulation was felt with each one and the patient was advised to experiment with them individually to see what was doing what and helping the patient the most. It was noted that the patient seemed to have some that were duplicates and required a lot of energy. It was felt that if she could fine tune her usage she may not have to recharge as often and that might help her to turn the stimulation up accordingly on specific stimulation programs that were helping her the most. It was reported the patient had surgery to remove an electrode that gave the patient abdominal discomfort. It was noted the patient was much improved from that aspect. It was reported, the patient charged often and found it time consuming. It was noted the patient¿s coverage was a little better than previously.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).